Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. A review of the device data by boston scientific technical services (ts) showed device power consumption was 162% of expected. A 90 day safe replacement interval was calculated. This device remains in service. No additional adverse patient effects were reported.